Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined that this device was reported in error as there was no indication this event would cause a serious injury. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: medical products- vanguard shortquick release drill. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10118. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is not hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was using the short pin mounted onto the pin driver to fix the humeral head cutting guide to the humerus. The team felt that the pin may not have been sitting centrally in the pin driver and when they tried to remove it, pin was removed from the humerus but it could not be disconnected from the pin driver. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.